Manufacturer narrative:
(B)(4). System analysis/service repair on october 16, 2014: the ¿error 171¿ no power on detectors issue was confirmed and was determined to be the result of a faulty resonator. The resonator was replaced. Performance maintenance was performed at the same time. The desiccant, diode cartridge, particle filter and chiller filter were replaced. Sterile water was refilled; set detectors. The system was tested and verified to meet manufacturer¿s specifications. Product evaluation summary: the resonator s/n (B)(4) was returned to ams and analysis was performed on october 20, 2014. The evaluation showed fourth to seventh bars on the diode were burnt causing the error. The optics were removed and cleaned. Diode, coupler lens with holder and desiccant were replaced. The resonator was re-peaked and a new test report was completed.

Event description:
It was reported that during a prostate procedure, error 171 occurred. Tried using 3 different fibers and the same error message occurred. The customer was unable to clear the error that occurred and the case was canceled. There was no report of a patient injury; however the manufacturer is filing this as device malfunction for non-completion of case.